Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 425cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) and bilateral rupture post procedure. The rupture was suspected due to mammography results. The capsular contracture was diagnosed by a physician. As a result, capsulectomy and removal of implants was performed on (B)(6) 2019. See 1645337-2019-23479 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 11/27/2019. The investigation of the returned device was completed by the failure analysis lab on 12/5/2019. The investigation of the returned device was completed by the failure analysis lab on 12/5/2019. Device evaluation summary: during evaluation of the device it was observed to be ruptured, it was received in two parts, additionally a crease was observed within the tear. No other anomalies were observed. A crease/fold rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).